Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user logged into or6 and pulled propofol 20ml out of the drawer without logging on the screen and this caused a discrepancy. There were no adverse events or injuries reported based on this event.